Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing the black o ring/seal from inside reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was missing the black seal inside the reservoir compartment and the reservoir kept sliding out. Customer was not aware of how the damage occurred. . Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.